Manufacturer narrative:
Additional information: sections a-2 patient age and date of birth, a-4 patient weight, and a-5 patient ethnicity and race: unknown as information was not provided. Section b-3: date of event: unknown as information was not provided. Section d-4 catalog number: a complete catalog number is unknown, as device serial number was not provided. Section d-4 device serial number: unknown as information was not provided. Section d-4 device expiration date: unknown as device serial number was not provided. Section d-4 UDI number: the UDI number is unknown as device serial number was not provided. Section h3-81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. Device serial number is not available; therefore, no further investigation can be performed. If there is any further relevant information a supplemental medwatch will be filed. Section h-4 device manufacture date: unknown, as device serial number was not provided. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the doctor has noticed many of the dcb00 models intraocular lenses (iols) have marks on them from the injectors. The quantity of devices being referenced is unknown. No further information is available.